Event description:
Customer reported an issue with the v series monitor which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included replacing usb storage pcba. Calibrated and safety tested unit to factory specifications.